Manufacturer narrative:
In the case description, the user mentioned that the pdm would get hot and was not charging properly. The pdm was returned without the battery. A known good battery was inserted into the pdm and the pdm was charged to 100%. The pdm was not felt to get hot while charging when using an insulet charging cable and adapter. Inspection of the android log files downloaded from the pdm showed no evidence of the pdm overheating. The battery information in the pdm showed that the pdm battery temperature remained within the operating temperature specification during use. No issues were observed that would result in the pdm overheating. The log files showed no evidence of battery life or charging issues with the pdm. The logs showed that the battery was able to last for at least 48 hours after a full charge as required by the product requirement specifications. The logs also showed that the pdm was able to charge to 100% while in use by the user. The pdm was paired to an unused pod and used under typical use conditions for 48 hours. The pdm battery was able to last for 48 hours. No instances of increased battery drain were observed. No evidence of charging or battery life issues were found during the investigation.

Event description:
It was reported that the pdm was hot to the touch. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.